Event description:
It was reported by service report that fowler would not lower and the cylinder was leaking onto the floor. The service report notes do not indicate if there was a patient involved or if there were adverse consequences reported.

Manufacturer narrative:
Fowler. Customer evaluated the unit.